Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold and low sensing parameters. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events for high capture threshold and low sensing parameters were not confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection and electrical testing were normal with no anomalies found.